Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the patient still leaking as a result of atrophy and device inflation issues. The physician alleged the single cuff was not efficient to provide full continence. The aus remains implanted and a new aus tandem cuff was implanted with no clinical consequences to the patient.